Event description:
A customer contacted stryker for checking of their device. During evaluation stryker observed that the device would lock up and remain frozen. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer¿s device and verify that the device would lock up and remain frozen. The reported issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.